Event description:
It was reported when using the bd pyxis¿ anesthesia station es, the drawer malfunctioned, and the pocket does not open when a medication is selected. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket did not pop open and there was no obstruction preventing the drawer from opening. A field service engineer (fse) ran diagnostics, adjusted the side panels, and conducted testing. The failed drawer was recovered, inventoried. The system functioned as intended after the field service engineer repaired the device.